Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of device breakage ("essure was broken inside the body") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and adverse reaction ("patients affected by the product/unspecified health problems due to essure"). At the time of the report, the device breakage and adverse reaction outcome was unknown. The reporter considered adverse reaction and device breakage to be related to essure. The reporter commented: report from tv program. A gynecologist commented unspecified patient number have been affected by the product, she referred that there was not conscious when the product was introduced to the market because it had been approved by the FDA; therefore, unspecified years later, they advise the patients had unspecified health problems due to essure. She referred that the problem with essure is that it was broken inside the body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of device breakage ('essure was broken inside the body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criterion medically significant) and adverse reaction ("patients affected by the product/unspecified health problems due to essure"). At the time of the report, the device breakage and adverse reaction outcome was unknown. The reporter considered adverse reaction and device breakage to be related to essure. The reporter commented: report from tv program. A gynecologist commented unspecified patient number have been affected by the product, she referred that there was not conscious when the product was introduced to the market because it had been approved by the FDA; therefore, unspecified years later, they advise the patients had unspecified health problems due to essure. She referred that the problem with essure is that it was broken inside the body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of device breakage ('essure was broken inside the body') in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criterion medically significant) and adverse reaction ("patients affected by the product/unspecified health problems due to essure"). At the time of the report, the device breakage and adverse reaction outcome was unknown. The reporter considered adverse reaction and device breakage to be related to essure. The reporter commented: report from tv program. A gynecologist commented unspecified patient number have been affected by the product, she referred that there was not conscious when the product was introduced to the market because it had been approved by the FDA; therefore, unspecified years later, they advise the patients had unspecified health problems due to essure. She referred that the problem with essure is that it was broken inside the body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: no new clinical information. Malfunction updated to yes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of device breakage ('essure was broken inside the body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criterion medically significant) and adverse reaction ("patients affected by the product/unspecified health problems due to essure"). At the time of the report, the device breakage and adverse reaction outcome was unknown. The reporter considered adverse reaction and device breakage to be related to essure. The reporter commented: report from tv program. A gynecologist commented unspecified patient number have been affected by the product, she referred that there was not conscious when the product was introduced to the market because it had been approved by the FDA; therefore, unspecified years later, they advise the patients had unspecified health problems due to essure. She referred that the problem with essure is that it was broken inside the body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: ha number received - (B)(4). No new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of device breakage ("essure was broken inside the body") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and adverse reaction ("patients affected by the product/unspecified health problems due to essure"). At the time of the report, the device breakage and adverse reaction outcome was unknown. The reporter considered adverse reaction and device breakage to be related to essure. The reporter commented: report from tv program. A gynecologist commented unspecified patient number have been affected by the product, she referred that there was not conscious when the product was introduced to the market because it had been approved by the FDA; therefore, unspecified years later, they advise the patients had unspecified health problems due to essure. She referred that the problem with essure is that it was broken inside the body. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.